Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date "during the (B)(6)". The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment rendered for the event and patient outcome were not reported. The action taken with extraneal and physioneal therapies was not reported; however, it was reported the patient has hemodialysis done once per week. No additional information is available.